Event description:
It was reported that the patient received a gi consult and a repeat egd on (B)(6) 2018 that revealed esophageal arteriovenous malformation (history of esophageal cancer). Acute bleeding resolved, chronic issue. Patient is stable and remains off anticoagulation with routine iron infusions, transfusions required twice monthly.

Manufacturer narrative:
Approximate age of device ¿ 1 years 6 months 27 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with a shortness of breath and a chronic gi bleed. Additional information as requested, but has not yet been provided.

Manufacturer narrative:
This submission MFR. Medwatch # is a duplicate of MFR. Medwatch # 2916596-2018-05689. The manufacturer has closed the file. All subsequent supplemental reports related the reported event will be submitted under MFR. Medwatch # 2916596-2018-05689.

Event description:
This submission (MFR. Medwatch # 2916596-2018-05565) is a duplicate of MFR. Medwatch # 2916596-2018-05689.